Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a bipolar low impedance warning and the right atrial (ra) lead exhibited possible loss of capture during atrial arrhythmia episode. The ra lead remains in use. The rv lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.